Manufacturer narrative:
No additional information was able to be obtained from the hospital.

Event description:
It was reported that the patient developed a pressure ulcer. The patient died unrelated to the event before any treatment was provided. No additional information was able to be obtained from the hospital.